Event description:
A surgeon reported two pts with unexpected outcomes following intraocular lens (iol) implant procedures. Add'l info was rec'd from the surgery counselor reporting that the iol is in the capsular bag of the right eye and no posterior capsule opacification has been observed. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the pt implanted with a multifocal lens.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A partially completed questionnaire was rec'd (B)(6) 2013. (B)(4).